Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the device was tested for both upstream occlusion and air in line detection. The testing confirmed the reported issue as the alarm did not sound audibly but was visible on the display. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Evaluation had to reset the memory on the processor board to correct the issue and return sound to the alarms. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump was running with the clamp closed and did not alarm for upstream occlusion during therapy in the intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.